Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, this was to treat a stricture due to tumor of the pancreas. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. On (B)(6) 2014, there were no reported issues with the placement and the stent was deployed in the correct location. However, on (B)(6) 2014, it was confirmed that the stent migrated to the enteric cavity through the ercp scope. The physician opted not to remove the stent because the patient is (B)(6) and was admitted to the hospital due to tumor. The stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent migrated. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.